Event description:
During the transapical tavr procedure, following the successful deployment of a 26mm sapien valve, the patient¿s blood pressure was slow to respond. The patient became hemodynamically unstable. A non-functioning leaflet on the non-coronary cusp was noted. Attempts were made to open the leaflet with a pigtail wire. While a second valve was being prepped, the leaflet began to function. A root injection was performed, indicating good placement and apparently open coronary arteries. The patient continued to have blood pressure issues. A selective left main was performed, which indicated slow flowing, but open artery. A balloon pump was inserted. Further review of the imaging noted a piece of calcium appeared to cause the slow flow down the left main coronary artery. A stent was successfully placed to restore flow. Following the procedure, the patient was transported to ICU in stable condition. The patient expired one day post tavr. The cause of death was reported to be cardiogenic shock assumed to be related to the coronary occlusion. It was reported that the calcium was observed before the procedure, but did not obstruct the left main coronary artery during balloon aortic valvuloplasty (bav). The calcium was pushed into the left main coronary artery during valve deployment. The coronary height of the left main was 10.2mm. (B)(4)

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, bulky native valve calcification was pushed into the coronary artery during valve deployment. A stent restored coronary flow. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.